Event description:
On (B)(6) 2025, a patient underwent treatment for an arteriovenous (av) fistula repair using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) in the brachial vein (upper arm). It was reported during a procedure; a physician advanced a 7mm x 10cm viabahn device over a terumo stiff glidewire (.035" guidewire) through a terumo 8fr introducer sheath. After pulling the deployment line a few centimeters, the physician noticed increasing resistance and opted to stop to avoid potential breakage of the deployment line. However, the deployment line became stuck, preventing further deployment. It was reported that the deployment line was not pulled too quickly, and there were no issues during advancement or withdrawal. No distal expansion or stent opening occurred. The undeployed viabahn device was removed, and the procedure was successfully completed using a new 7mm x 10cm viabahn device. The physician is unsure of the cause of the issue, as it is something he has never encountered before. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Section h6 updated to reflect completion of investigation. Investigation conclusion was updated from d16 to d15. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device was discarded and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.